Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that thrombus on the device occurred. In (B)(6) 2013, the patient underwent a successful left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was implanted. The device was placed distal to and spanned the entire laa ostium and a complete seal was observed. In (B)(6) 2015, a follow up transesophageal echocardiogram (tee) revealed thrombus in the laa. The watchman and non bsc occluder device appeared stable with no flow in or around either device. However, a homogeneous "mass" suggestive of thrombus was observed on the occluder extending over the watchman device. The patient's medications were adjusted.